Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of fatal double pneumonia, fatal cardiac encephalitis, fatal peritonitis, and fatal cardiac failure in a male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing until the time of patient's death. During a call with baxter customer service (bcs), the following was reported. On an unreported date, the patient experienced double pneumonia, cardiac encephalitis, peritonitis, and cardiac failure and died as a result. On (B)(6) 2012, the patient died. It was not reported if an autopsy was performed. Per the reporter, the reported events were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.